Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated he uses the pump for display and had not been using the dexcom app prior to the event. On (B)(6) 2021, the pump was displaying a cgm value of 14.8 mmol/l, so the patient received a correction insulin dose. He has no hypoglycemia symptoms generally and his family was worried as he did not answer the phone. They went to his place and found him unconscious, so they called an ambulance. He was given glucose. The nurse did a bg reading afterwards and the patient¿s blood sugar was 6.8 mmol/l. The patient does not know what the cgm was displaying during the hypo event due to the loss of consciousness. The pump was taken off the patient and he was put on a sliding scale for insulin dosing for a few days to regulate his bg readings. The patient was admitted to the hospital for two days. After being released from hospital he put on a new sensor and was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.